Event description:
Discrepant advia centaur xp (B) (6) result were obtained on pt samples. The initial results were not reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences, due to the discrepant (B) (6) results.

Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The initial results were not reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences, due to the discrepant (B) (6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B) (6) results was due to the leaking base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B) (6) results was due to the leaking base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The initial results were not reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B) (6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B) (6) results was due to the leaking base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.